Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced surgical complications while undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci hysterectomy procedure on (B)(6) 2013. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: robot nicked bladder and ureter, had to insert stents to the ureter to heal hole. Wound up having bladder spasms and bleeding, had to have another remove stents. Now has an incontinence and bladder spasm